Manufacturer narrative:
It was initially reported a patient expired while using a ventilator. On (B)(6) 2018 the patient was rushed to the hospital where he expired. An associate for the manufacturer went to the patient's home to evaluate the ventilator, which was unaltered from the time of the event. When the ventilator was powered on it began alarming for low inspiratory pressure and check circuit conditions. It was observed the patient circuit was disconnected at the humidifier. The patient circuit was connected to the humidifier and the ventilator operated normally. The manufacturer concludes the event occurred due to a patient circuit disconnect condition and that the ventilator operated and alarmed as designed when the event occurred.

Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.